Event description:
Refrence number (B)(4). Event occured in united states. It was reported that the patient faced infusion set cannula kinked event on on (B)(6) 2026, as the patient used cold insulin and not cycling cartridge. The blood glucose level was high and the patient was treated with correction injection via mdi (multiple daily injections). No further information is available.